Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet device had split open. The user¿s blood glucose was not affected at the time of the report, and no hypoglycemia, hyperglycemia, or adverse health effects were reported. A replacement device was arranged.